Event description:
Procedure performed: laparoscopic appendectomy. Event description: the obturator cracked during procedure and pieces were found on the mayo stand. Additional information obtained via phone call with the account manager on 11mar2025: no pieces fell into the patient, but they cannot confirm, none spotted when searched. The internal seal components were not removed or cut to inspect the damaged component. Additional information provided by applied medical rep. On 11jun2025: this incident happened on the 6th. The name of the procedure was laparoscopic appendectomy. Intervention: used new trocar. Patient status: no patient injury or illness.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the obturator cracked during procedure and pieces were found on the mayo stand. Additional information obtained via phone call with the account manager on 11mar2025: no pieces fell into the patient, but they cannot confirm, none spotted when searched. The internal seal components were not removed or cut to inspect the damaged component. Intervention: used new trocar patient status: no patient injury or illness.